Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and no malfunction could be identified. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head device exhibited an e216 scope communication error code and no image was produced after connecting the video connector and turning on the power. The issue was found during preparation for use of an unknown procedure. The procedure was completed with a similar device and there were no reports of delays or patient harm.